Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing, failure to capture and high capture thresholds on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of noise and elevated threshold were confirmed. As received, a complete lead was returned in two pieces. Final analysis found that the insulation was abraded at 5.0-8.5 cm from the connector pin. No other anomalies were noted.